Event description:
During an atrial fibrillation procedure, a device was replaced and an additional femoral puncture site/access site was required. The procedure was completed with no further adverse consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. No anomalies were noted when a brk needle/stylet assembly was advanced through the returned sheath/stock dilator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported needle insertion difficulty remains unknown.